Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The cause of the event was unknown. The pump was interrogated and the volumes were checked and there were no issues. The pump was set to minimum rate.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine 50mg/ml at 21 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient's medical history was unknown. The patient's concomitant medications included oral morphine 15mg as needed and trazadone (dose and frequency unknown). On (B)(6) 2016, the patient had a pump refill procedure at approximately 9:30am where the clinician filled the pump with 20ml of morphine 50mg/ml. Shortly after the pump refill, the patient was involved in a motor vehicle accident on their way home. The patient was taken to the hospital and was put on a naloxone drip and intubated with symptoms of opiate overdose. He was in a c-spine brace and restrained in the intensive care unit (ICU). The pump was programmed to stopped pump mode at approximately 6:00pm that night. The patient stated that "something happened", either with the device or during their fill procedure and that ¿by restarting the device evidence of what happened would be destroyed.¿ the patient refused to have pump restarted on (B)(6) 2016 at approximately 4:00pm. The patient was aware that refusing to restart the device on (B)(6) 2016 would extend stopped pump mode beyond 48 hours, possibly impacting the device's integrity. As of (B)(6) 2016, it was unknown if the issue had resolved. The patient¿s status was reported as ¿alive ¿ with injury.¿ surgical intervention had not occurred and it was unknown if it was planned.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Conclusion code applies to the 8637-20. Conclusion code applies to the 8731.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient underwent a pump explant on (B)(6) 2016. The patient also underwent a partial catheter explant. The healthcare professional was unable to retrieve the entire catheter during the pump removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.